Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(6)_investigation_21jun2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect). - air bubbles in reaction chamber (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error).

Event description:
Customer contacted on 06/13/2024 to report a possible false positive or false negative test. Waiting for evidence and answers to confirm the scenario but we include the details that the customer provided right now. Before starting, were the instructions read? Y/n. Did not reply. May I have your lot and test kit #? Lot #: dnr. Test kit #: dnr. Location of testing? Indoor/outdoor. Did not reply. Was the test completed on a flat surface? Y/n. Did not reply. Was the swab rotated 5 times in each nostril? Y/n. Did not reply. Were you 6 feet from another person when taking the test? Did not reply. Were you exposed to covid with in the previous 24 hours of testing? Did not reply. Was the vial liquid purple in color? Y/n. Did not reply. Was the test moved while it was running? Y/n. Did not reply. How soon after the initial positive test was a retest(s) completed? Did not reply. What test did you use to confirm the false positive? Dnr. How many total tests were run before getting this false positive? 0[?]. Did the person tested, contact a healthcare provider? Y/n dnr. If yes, how is the person tested doing? Is the person tested undergoing any treatment? - is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits). Covid led status: did not reply. Flu a led status: did not reply. Flu b led status: did not reply.